Event description:
Received report of a customer who experienced a first-time "latex allergy" after using the faultless rubber douche bag. The report states that the patient "experienced redness of the vulvular area accompanied by swelling as a result of a latex allergy with the use of the faultless rubber douche bag. The symptoms started about two days after douching wth filtered tap water. Ob/gyn was contacted and referred patient to a naturopath who recommended vaginal vitamin e suppositories and oral bellis. Symptoms subsided, and after one week, the symptoms were minor in severity. The current symptoms are minor for which patient uses the suppositories on as-needed basis." Although requested, no further information was provided.